Event description:
In 2008, the lay user/pt contacted lifescan alleging product usability issue with one touch ultra2 meter, which was resolved during the troubleshooting. The medical affairs specialist (mas) was able to correspond with the pt by telephone on june 10, 2008 and classified the complaint based on the following info received from the customer. The pt tests her blood glucose 2 times a day, before breakfast and before dinner. The pt manages her diabetes via novo 32-50 units after breakfast and after dinner. The pt stated that the issue began couple of weeks prior to contacting the lifescan. The subject meter did not give any readings during that time. The pt reportedly took no diabetic treatment actions following the issue. At an unspecified time on original date, the pt reportedly experienced symptoms of "dry mouth, lightheadedness and blurred vision." On the same day between 7 pm and 8 pm, the pt claimed she obtained readings of "405, 310, 255 and 220 mg/dl" on the back up one touch ultra meter. The time differences between the readings were unknown. Around the same time on the same day, the pt reportedly self-treated with food and/or beverage and reportedly felt better. It is not known whey the pt self-treated with food and/or beverage at that time. On the very next day, at an unknown time, the pt reportedly consulted with the care management by phone and she was told to increase her insulin by 39, 41, 45 and 50 units, according to the blood glucose levels. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly experienced symptoms suggestive of hyperglycemia after she reported that she was unable to get any readings on the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.